Manufacturer narrative:
Corrections.

Manufacturer narrative:
Following receipt of additional information concerning this case it has been determined that the initial report was submitted in error. Please therefore disregard this report. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that a revision surgery was performed due to medial femoral condyle metaphyseal compression fracture consistent with knee pain and difficulty walking.